Manufacturer narrative:
The insulation on the outer stimulation lead body was damaged at the depth stop site. Impressions from over-tightening of the depth stop were observed on the outer insulation of the returned lead; about 2.6cm from the proximal end. Impressions were also observed on the parylene coating on the tungsten stylet underneath.

Manufacturer narrative:
Concomitant products: product ID: 3550-68, lot# n584181, product type: screening device. Product ID: neu_stylet_acc, product type: accessory. Product ID: neu_wrench_acc, product type: accessory. Product ID: 3550-68, lot# n586299, product type: screening device. Product ID: neu_stylet_acc, product type: accessory. Product ID: 3389s-40, lot# va0x7bk, implanted: (B)(6) 2016, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturing representative that during implant, low and high impedances were measured. Low impedances of below 12 ohms were measured on both leads. After reconnecting the lead to new trialing cables and a new external neurostimulator (ens) and using a new clinician programmer, there was still an impedance issue. Impedances were measured to be over 10,000 ohms on all contacts. Intraoperative testing yielded no side effects so impedances were checked. Multiple impedance checks were done and the trialing cable, ens, and clinician programmer were changed. The leads were replaced and the issues were resolved. The patient's indication for use is essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.